Event description:
I have done a breast augmentation surgery after which I noticed sharp pain in my breast. I decided to do the diagnostic imaging testing and I found out that I developed cyst and nodular density. I would like to replace my implants due to the risk of cancer development. I need to replace textured implants to smooth implants and I hope to get a full compensation from the company.